Manufacturer narrative:
There are no reports of any excessive activity or trauma that may have contributed to migration of the ipg. There are no indications of any system or component failure outside of the migration, the patient reported receiving good pain relief when the system was connected prior to repositioning it in (B)(6) 2025. All original components remained implanted and in use after being repositioned in (B)(6) 2025. During the multiple troubleshooting and reprogramming sessions performed between (B)(6) 2025 there were no indications of any system or component failure or malfunction and no conclusions were able to be drawn as to the reason for lack of efficacy of the system. The explanted components were not released by the medical facility for examination by the firm to verify functionality.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. In (B)(6) 2025 the patient reported some difficulty with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting in the field was unable to correct the issue. Xray imaging found that the ipg had migrated within the pocket and the orientation did not allow for proper communication. A surgical revision was performed on (B)(6) 2025 to reposition the existing ipg in a new pocket on the opposite side of the patient's back. No components were removed or replaced and no new components were implanted. See MDR 3015425075-2025-00083. After repositioning the ipg, the patient reported dissatisfaction with the level of pain relief provided by the nalu system. The patient was seen for multiple troubleshooting and reprogramming sessions and in (B)(6) 2025 the patient requested to remove the system. On (B)(6) 2025 the physician successfully explanted the ipg and one lead. During the explant procedure, the left cluneal lead fractured. The distal end of the lead was unable to be visualized and thus the physician elected to leave the fragment in place.